Manufacturer narrative:
Explant date is year valid, date unknown. Product ID 978b128 lot# va2azca serial# implanted: (B)(6) 2020 explanted: (B)(6) 2021. Product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the pocket became infected post op and was explanted a while back. A new system was implanted today.